Manufacturer narrative:
Manufacturing site evaluation: the implants are not available for the investigation. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective: any action regarding CAPA will be addressed with this case, product safety case (psc).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega knee implant reported via mw5088057. Aesculap tibial knee replacement. Tibial aseptic loosening femoral components then underwent failure. Aseptic mechanical failure. A revision surgery was necessary. Additional information was not was not available. The adverse event is filed under aag reference (B)(4).